Event description:
A 31-year old male patient with anaplastic astrocytoma started optune gio therapy on (B)(6) 2023. Novocure was informed on (B)(6) 2024, that the patient experienced skin ulceration near the shunt site on his scalp from the transducer arrays that subsequently required a surgical procedure to reconnect the skin. Optune gio therapy was temporarily discontinued. The healthcare provider (hcp) advised the patient that once the area healed, optune gio therapy could be resumed. Several attempts were made to contact the prescribing physician with no reply.

Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the skin ulcer cannot be ruled out. Contributing factors for skin ulcer in this patient include: radiation, chemotherapy and prior surgery affecting skin integrity. Medical device site ulcer is an expected event with optune gio device use (ef-11 1% and <1% ef-14 optune arm).